Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The patient was presented for the rv lead revision. During the procedure, when the pocket was opened it was noted that the rv lead also exhibited insulation damage which was able to be confirmed visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged.